Manufacturer narrative:
(B)(4). D10: item name: tprlc 133 t1 pps ho 18x156mm; item number 51-104200; lot number 6747129. The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that, prior to the procedure, the sterile packaging was found to be compromised. A new implant was used. There was no impact on the patient. No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; d9; g1; g3; h1; h2; h3; h6. The reported event was confirmed by review of pictures. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as transit damage and a packaging design issue. An action has been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.